Event description:
During an in-clinic follow-up, a loss of pacing was observed on the device and it was not possible to interrogate the device and there was no response when magnet was placed. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable.